Event description:
It was reported by the customer that the external pulse generator (epg) failed to turn on and that the epg appeared to have been dropped as it exhibited damage of the case. Multiple batteries were tried to no avail. The epg was unable to be repaired due to its age. The status of the device is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).